Manufacturer narrative:
(B)(6).

Event description:
It was reported that the screw (biorci-ha 7x25mm/8mm) broke into pieces while being advanced into femoral tunnel. Surgeon made all effort to remove bits and pieces of screw, but none was retrieved for sampling. Screw tap on-site, did not used. Surgeon ended up using rci screw for the femur instead. Screw implanted successfully, procedure completed without any other incident.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.